Event description:
It was reported that the patient's implant worked with the first program the manufacturer representative programmed, right up until the patient broke the device. The device was damaged and had to be replaced. Unable to follow-up with contact information provided, no additional information was obtained.

Manufacturer narrative:
(B)(4).